Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))\ perforation (other) please describe and state the location of the perforation: right fallopian tube\ malposition of essure device location of device: poked through right fallopian tube'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), genital haemorrhage ('abnormal bleeding (general)') and breast cancer female ('tumor / teratoma / cancer type: breast cancer') in a 44-year-old female patient who had essure (batch no. 713469-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 ((B)(6) 1999, (B)(6) 2001), dermoid cyst and stress incontinence. Concurrent conditions included retroverted uterus. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("allergic or hypersensitivity reaction type: rash, dry skin, not able to wear metal jewelry\ nickel allergy"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), fatigue ("fatigue"), parosmia ("smell"), amnesia ("neurological conditions or problems ¿ memory loss"), glossodynia ("dental problems tongue sores/lesions") and oral pain ("dental problems constant pain in mouth") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In 2012, the patient experienced acne ("hormonal changes describe: acne, hair growth"), hair growth abnormal ("hormonal changes describe: acne, hair growth"), dry skin ("allergic or hypersensitivity reaction type: rash, dry skin, not able to wear metal jewelry"), vision blurred ("vision/eye problems type: blurred vision") and eczema ("rashes or skin conditions type: eczema on stoamch and legs, dry skin"). In 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression and anxiety") and anxiety ("psychological or psychiatric problems condition: depression and anxiety"). On (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"), 4 years 11 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), pelvic pain ("right side\ pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), rash ("allergic or hypersensitivity reaction type: rash, dry skin, not able to wear metal jewelry"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), asthenia ("energy"), visual impairment ("vision/eye problems, type: vision decline") and anosmia ("other injuries/symptoms: loss of smell") and was found to have breast cancer female (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, menorrhagia, genital haemorrhage, breast cancer female, vaginal haemorrhage, vaginal discharge, dysmenorrhoea, dyspareunia, allergy to metals, rash, acne, hair growth abnormal, dry skin, female sexual dysfunction, depression, anxiety, alopecia, bladder disorder, urinary tract disorder, migraine, headache, nausea, vision blurred, weight increased, abdominal distension, fatigue, visual impairment, eczema and oral pain outcome was unknown, the pelvic pain, asthenia and glossodynia had resolved and the parosmia and amnesia was resolving. The reporter considered abdominal distension, acne, allergy to metals, alopecia, amnesia, anosmia, anxiety, asthenia, bladder disorder, breast cancer female, depression, dry skin, dysmenorrhoea, dyspareunia, eczema, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, glossodynia, hair growth abnormal, headache, menorrhagia, migraine, nausea, oral pain, parosmia, pelvic pain, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72.574 kgs. Hysterosalpingogram - in (B)(6) 2010: result: total bilateral occlusion. Fallopian tubes were closed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2019: new pfs received- new events added: vision decline, memory loss, eczema on stomach, tough sores, loss of smell pain in mouth.reporters information was added.outcome of events tough sores, memory loss from unknown to recovered/resolved and recovering/resolving were updated. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))\ perforation (other) please describe and state the location of the perforation: right fallopian tube\ malposition of essure device location of device: poked through right fallopian tube'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), genital haemorrhage ('abnormal bleeding (general)') and breast cancer female ('tumor / teratoma / cancer type: breast cancer') in an adult female patient who had essure (batch no. 713469-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 ((B)(6) 1999, (B)(6) 2001), dermoid cyst and stress incontinence. Concurrent conditions included retroverted uterus. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), pelvic pain ("right side\ pain"), vaginal discharge ("vaginal discharge"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("allergic or hypersensitivity reaction type: rash, dry skin, not able to wear metal jewelry\ nickel allergy"), rash ("allergic or hypersensitivity reaction type: rash, dry skin, not able to wear metal jewelry"), acne ("hormonal changes describe: acne, hair growth"), hair growth abnormal ("hormonal changes describe: acne, hair growth"), dry skin ("allergic or hypersensitivity reaction type: rash, dry skin, not able to wear metal jewelry"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression and anxiety"), anxiety ("psychological or psychiatric problems condition: depression and anxiety"), alopecia ("hair loss"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), vision blurred ("vision/eye problems type: blurred vision"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), fatigue ("fatigue"), asthenia ("energy") and parosmia ("smell") and was found to have breast cancer female (seriousness criterion medically significant) and weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, menorrhagia, genital haemorrhage, breast cancer female, vaginal haemorrhage, vaginal discharge, dysmenorrhoea, dyspareunia, allergy to metals, rash, acne, hair growth abnormal, dry skin, female sexual dysfunction, depression, anxiety, alopecia, bladder disorder, urinary tract disorder, migraine, headache, nausea, vision blurred, weight increased, abdominal distension and fatigue outcome was unknown, the pelvic pain and asthenia had resolved and the parosmia was resolving. The reporter considered abdominal distension, acne, allergy to metals, alopecia, anxiety, asthenia, bladder disorder, breast cancer female, depression, dry skin, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, hair growth abnormal, headache, menorrhagia, migraine, nausea, parosmia, pelvic pain, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72.574 kgs. Hysterosalpingogram - in (B)(6) 2010: result: total bilateral occlusion. Fallopian tubes were closed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2019: update of information (batch is invalid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))\ perforation (other) please describe and state the location of the perforation: right fallopian tube\ malposition of essure device location of device: poked through right fallopian tube'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), genital haemorrhage ('abnormal bleeding (general)') and breast cancer ('tumor / teratoma / cancer type: breast cancer') in an adult female patient who had essure (batch no. 713469) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 ((B)(6) 1999, (B)(6) 2001), dermoid cyst and stress incontinence. Concurrent conditions included retroverted uterus. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), pelvic pain ("right side\ pain"), vaginal discharge ("vaginal discharge"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("allergic or hypersensitivity reaction type: rash, dry skin, not able to wear metal jewelry\ nickel allergy"), rash ("allergic or hypersensitivity reaction type: rash, dry skin, not able to wear metal jewelry"), acne ("hormonal changes describe: acne, hair growth"), hair growth abnormal ("hormonal changes describe: acne, hair growth"), dry skin ("allergic or hypersensitivity reaction type: rash, dry skin, not able to wear metal jewelry"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression and anxiety"), anxiety ("psychological or psychiatric problems condition: depression and anxiety"), alopecia ("hair loss"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), vision blurred ("vision/eye problems type: blurred vision"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), fatigue ("fatigue"), asthenia ("energy") and parosmia ("smell") and was found to have breast cancer (seriousness criterion medically significant) and weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, menorrhagia, genital haemorrhage, breast cancer, vaginal haemorrhage, vaginal discharge, dysmenorrhoea, dyspareunia, allergy to metals, rash, acne, hair growth abnormal, dry skin, female sexual dysfunction, depression, anxiety, alopecia, bladder disorder, urinary tract disorder, migraine, headache, nausea, vision blurred, weight increased, abdominal distension and fatigue outcome was unknown, the pelvic pain and asthenia had resolved and the parosmia was resolving. The reporter considered abdominal distension, acne, allergy to metals, alopecia, anxiety, asthenia, bladder disorder, breast cancer, depression, dry skin, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, hair growth abnormal, headache, menorrhagia, migraine, nausea, parosmia, pelvic pain, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Hysterosalpingogram - in (B)(6) 2010: result: total bilateral occlusion. Fallopian tubes were closed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2019: pfs received: reporters were added. Patient's demographics was added. Lot no. Was added. Case become valid since injury nos was replaced by new specified events; acne, hair growth,vaginal bleeding, genital bleeding, menorrhagia,rash, dry skin, not able to wear metal jewelry, apareunia, depression, anxiety,bladder problems, urinary problems, migraines, headaches, nausea, nickel allergy, dysmenorrhea,dyspareunia, breast cancer, pelvic pain,vaginal discharge, perforation (fallopian tube(s))\malposition of essure device location of device: poked through right fallopian tube, blurred vision, weight gain, bloating, hair loss, smell, energy, fatigue. Concomitant condition were added. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.